Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a air in line continuously was confirmed but not duplicated during product evaluation. No assignable cause could be provided for this condition and no repair was necessary as the device passed verification testing with no problem. A service history review revealed no previous service events were related to the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a malfunction of air in line alarm continuously. According to the hospital representative, there was no patient involvement. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.